Event description:
The customer called to report high blood glucose levels. During troubleshooting, the customer found that insulin was leaking from the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been competed. No conclusion can be drawn at this time.